Event description:
On march 17, 2006, the facility reported that a patient collapsed while undergoing hemodialysis treatment on a system 1000 instrument. The patient experienced blood loss due to connector dislodgement at the catheter. The patient was rushed to the ICU and suffered cardiac arrest. The instrument was evaluated by a baxter technician and hospital techinicians following this event. From the outcome of the checks and simulation tests performed, it was determined that the machine's parameters are working within specifications and all the safety features function properly in accordance with the operations manual and specifications. There is no additional information available at this time.